Manufacturer narrative:
(B)(4).

Event description:
It was reported there were high impedances. Some of the bipolar pairs had impedance readings >4000 ohms. The extension and battery were replaced. The battery was replaced because it was (B)(4), and the pt did not want to have an additional surgery to replace it when the battery died. The lead was not replaced because it tested "fine." The pt had "good" stimulation following the replacement.